Manufacturer narrative:
The electrode was explanted and the patient is ok.

Event description:
After an implant of an electrode the patient was showing signs of weakness and exhaustion. An additional CT scan was taken in which if showed that around the 10-contact frontal lobe branched hub of the electrode there was large air pocket which was causing pressure on the brain.

Event description:
After an implant of an electrode the patient was showing signs of weakness and exhaustion. An additional CT scan was taken in which it showed that around the 10-contact frontal lobe branched hub of the electrode there was large air pocket which was causing pressure on the brain.

Manufacturer narrative:
The electrode was explanted and the patient is ok. Updated 5/29/25. The electrode was thrown away, so no investigation or root cause analysis was conducted to understand the event.